Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl and took a bolus. The customer reported that they had low blood glucose of 23 mg/dl after treating the high blood glucose. The customer's blood glucose was 251 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and juice. The customer performed troubleshooting. The insulin pump will not be returned for analysis.